Event description:
Kwire became stuck in drill. Had to use new kwire and redo his reduction.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.